Event description:
It was reported to boston scientific corporation on august 31, 2006 that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, and weight unknown) in 2006. According to the complainant, "during prep the tip broke". The physician completed the procedure with another jagtome rx sphincterotome. No patient complications were reported as a result of this issue, and the patient was reported as "ok" following the procedure.

Manufacturer narrative:
A visual analysis of the returned device confirmed the reported event. An evaluation of the returned device revealed that the working length was twisted and the dist tip has a rectangular shape approximately 1mm in height and 2mm in width. However, the cause of the reported event cannot be determined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.